Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient had been on support for two months and began to have intermittent suction with positioning. The flow had to be decreased to p4. Echo showed pump had flipped and was directed towards the mitral valve, but they were unable to torque pump into correct position. Patient was dependent on pump. The patient was successfully transplanted several days later. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. Data logs were returned and "suction" and "impella position unknown" alarms were observed. As per clinical information, imaging was done and pump was found to be flipped. The root cause of the positioning issue was unable to be determined as limited details on the fixation of the pump was provided and no product was returned for analysis. Corrections to the initial MFR report: f6/f8 should have been left blank.